Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system screen was frozen and was stuck on verify count screen. Customer tried to reboot, but issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist connected to the device and navigated through the system to verify functionality, confirming that the screen was responsive. The tss contacted the user and verified that the device was working properly, provided the relevant knowledge article titled what to do if you have a frozen medstation for reference confirmed that there were no issues with the device, and no further investigation was required. The system functioned as intended when the technical support specialist investigated the issue.